Manufacturer narrative:
The pump passed the delivery accuracy test.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported via phone call by customer's parent that the customer has been having issues with insulin pump. The customer also has been experiencing high blood glucose. For the last three weeks. In the morning customer took correction and the bolus did not save the bolus history. So, customer re-did it and then it showed up in the bolus history. Customer's high blood glucose was over 600mg/dl. Customer treated with insulin pump and manual injections. We were unable to troubleshoot due to not having the pump. The customer's mother will call back to troubleshooting for a possible delivery anomaly. Then, customer called back; during troubleshooting the pump passed high pressure test and self-test. The customer's mother wants the pump to be replaced, does not feel comfortable with it. The customer's blood glucose ranged between 350mg/dl-500mg/dl.

Manufacturer narrative:
The pump passed all functional testing, including idle current, run current, self test, off no power, unexpected restart, basic occlusion, occlusion, prime, excessive no delivery, displacement and rewind tests. The pump was programmed with multiple basal rates and bolus deliveries and all registered properly in the daily total history. No basal history anomaly or bolus history anomaly was noted. No bolus delivery anomaly was noted. The pump was downloaded properly to the carelink pro software and all data was recorded properly in the history. The blood glucose meter test communicated properly to the pump. No moisture damage on reservoir compartment was noted. The pump was tested with a liquid filled reservoir and no air bubble anomaly was noted. The pump had cracked battery tube threads.